Event description:
The user received an erroneous calcium result of 11.2 mg per dl for one pt sample that was repeated on the other integra 800 the same day with a result of 9.9 mg per dl. The result of 11.2 mg per dl was not reported. The sample was also repeated on the original integra 800 the same day with results of 10.0, 10.0, 10.0, 9.9, 9.9, 9.9, 9.8, 9.9, 9.9, and 9.9 mg per dl.

Manufacturer narrative:
The field service rep determined the sample syringes for the sample side were past due and needed to be changed and one of the chain cables was leaking. He ran a check test and replaced the syringes and sample chain cables. A calcium precision was performed to verify the analyzer performance.